Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the during a stenting treatment procedure, while advancing a 3.0x28mm ion stent through an unspecified guide catheter resistance was felt and the stent "snagged" on the guide catheter. The device was removed without resistance or complication and it was noted that the stent had loosened on the balloon at one end and a stent strut was lifted. The procedure was completed with another device. No patient complications were reported and the patient status was okay.